Event description:
It was reported that during a system upgrade procedure, it was noted that the atrial lead exhibited some insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 lead. Implanted: 2006-(B)(6). (B)(4).